Event description:
It was reported that during the implant procedure, it was difficult to insert the lead. While the wire was repeatedly being moved, the wire would not come out from the tip of the lead. It was determined that the inside of the lead was damaged by the repeated handling of the wire. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Event description:
This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.